Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it delivered an alert for early battery depletion. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it delivered an alert for early battery depletion. The s-ICD system remains in service. No adverse patient effects were reported.